Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.